Event description:
It was reported that an o-ring was on the pneumatic tap. Additionally customer blood glucose level was 500 mg/dl. The customer administered correction injection of inulin to resolve elevated glucose and was able to remove the o-ring from the pump. Customer successfully loaded a new cartridge and resumed insulin therapy with current pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.